Event description:
It was reported the patient had high lead impedance output status ok, dcdc 5 on a systems test and normal mode diagnostic test dcdc 7. The patient's dcdc code on their systems test had gone from a 2 to a 5 from (B) (6) 2008 til (B) (6) 2009 when at a 5. The patient was admitted to hospital for an increase in seizures, unknown if over the patient's pre vns seizure rate. The patient reported that he received several times a ball to his chest prior to the high impedance being attained. X-rays were reviewed at manufacturer and a suspect area was identified on a portion of the lead body near the generator, but a lead break could not be confirmed due to the poor image quality. On the portions of the lead that could be assessed, no obvious lead discontinuities or acute angles were observed. The patient underwent surgery and had their generator and lead replaced. The explanted product will be returned for product analysis.

Manufacturer narrative:
Manufacturer review of x-rays. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device malfunction is suspected but did not cause or contribute to a death.